Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. The trial began on (B)(6) 2024. It was reported that the patient was experiencing loss of stimulation and the patient reached max settings. Troubleshooting performed was unknown. The issue resolved was unknown. Additional information was received from health care professional (hcp). They reported that the cause of the max setting was determined to be unknown. They mentioned most likely lead moved away from nerve from normal activities and daily living. To resolve the issue, they attempted switching sides where max setting were reached as well as left it at max setting on (B)(6) 2024. The issue was not resolved and no further action will be taken. To resolve the loss of stimulation was increased on (B)(6) 2024. The issue was not resolved and no further action will be taken.

Manufacturer narrative:
Continuation of d10: product ID: 306001, implanted: on (B)(6) 2024, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.